Manufacturer narrative:
(B)(4). The associated cutting blocks were returned and evaluated. Initial visual assessment did not notice any obvious signs of damage. A dimensional analysis found all attributes to have been manufactured within design specifications. An investigation performed by the visionaire engineering department concluded that segmentation, alignment, and all applicable design documentation was performed correctly within acceptable visionaire standards. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that when flexion/extension gaps were checked the surgeon noticed the knee was severely varied and wen straightened, a large gap on the distal medial condyle was evident. The surgeon also noted a posterior slope more than 3 degrees in the proximal tibial resections. The surgeon crated a distal medial wedge using resected bone and cemented it with the femoral component.

Event description:
It was reported surgery time exceeded over thirty minutes.

Manufacturer narrative:
.